Event description:
A report was received that the patient had a discharge from the lead incision site. The physician suspected an infection and explanted the patient as a precaution. The patient was prescribed oral antibiotics. The physician doesn't believe the infection was procedure or device related. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: implantable pulse generator (ipg), the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.